Event description:
It was reported the patient developed an infection and the lead was removed. The right ventricular lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing overlay environmental stress cracking was breach (non-electrical), the outer insulation was breach cut, stretched and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.